Manufacturer narrative:
(B)(6). Three potential lot numbers include 3357373, 3391782, 3391779.

Event description:
Information was received indicating that the cuff of this tracheostomy tube broke after 8 hours of use with a patient. The tube was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found a cut completely around the shaft. Product is 100% leak tested prior to packaging. The reported customer complaint has been confirmed, however this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.